Event description:
It was reported that the patient was experiencing phrenic nerve and/or diaphragmatic stimulation from the left ventricular (lv) lead. The lead was thought to have been reprogrammed and the stimulation resolved but the patient presented a few days later still experiencing discomfort when bending over or lying flat. It was discovered that the lead had not been reprogrammed as previously thought. Lead amplitude was then decreased to resolve the stimulation and the lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.